Manufacturer narrative:
The reported reset was confirmed in the laboratory. Upon receipt, the device was found to be in hardware vvi (hwvvi) backup. After removing the hwvvi, it functioned normally on the bench. The device was tested on the automated testing system and met all specifications. The cause of the parity error could not be conclusively determined.

Event description:
The physician was using the jetstream g3 device and the tip of the wire became sheared off. The physician noticed there was a problem and located the tip of the wire. Physician used a snare to capture the wire fragment and successfully removed it.